Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant malpositioning, placing the implant too deep. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (middle): ifuse implant, p/n 7040m-90, lot# 2611612, mfd. 10/06/2017, exp. 2022-10-06, (B)(4). 3rd (inferior): ifuse implant, p/n 7050m-90, lot# 2611631, mfd. 09/25/2017, exp. 2022-09-25, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient complained of radicular pain following the procedure. The surgeon determined that the middle and caudal positioned implants were impinging on the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the middle and caudal implants. The status of the patient following the revision procedure is not known.